Event description:
It was reported that during central processing, the user facility identified a 3x4 mm crack on the shaft of the monopolar curved scissors instrument near the distal tip. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was a crack and a hole in the main tube. The distal end of main tube had a 0.060 x 0.185 section with charring and localized melting located roughly 0.365 above the interface with the tube extension. The burned section included an 0.040 diameter hole burned through the main tube wall. Evidence suggests an arcing event occurred. Additional observation not reported by the customer were a cracked tube and charred hypotubes. The main tube had a 0.440 long micro-crack in the axial direction located directly below the burned section. Instrument was disassembled to find crack extending down adjacent to the edge of one of the slots for the tube extension axial keys. Hypotubes exhibited charring in the same location as the main tube hole. Evidence not conclusive, but main tube crack may have contributed to arcing damage. Intuitive surgical, inc. Has made several attempts to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.